Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): 300-01-07, (B)(4) - equinoxe, humeral stem primary, press fit 7mm; 320-10-05, (B)(4) - equinoxe reverse tray adapter plate tray +5; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-01-38, (B)(4) - equinoxe reverse 38mm glenosphere.

Event description:
As reported, approximately 3 weeks post the initial left tsa, this (B)(6) y/o female patient was revised after treating the shoulder for infection with antibiotics. Patient was last known to be in stable condition following the event. Device were disposed of by the hospital.